Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint is not confirmed. One unpackaged ar-2325bcc suture anchor, biocomposite serial/batch number (B)(6) was received for investigation. Visual evaluation found that the returned device arrived for investigation without the screw/implant and the eyelet. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force used during suture passing/tightening /tensioning. No change in harm was identified.

Event description:
It was reported that during a surgery the anchor could not be screwed in and also not placed as it did not came off the driver. There was no harm for patient, operator or third party reported. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery. 23-dec-2022 update dw. Further information were provided that the reported event happened during an anterolateral ligament reconstruction.